Manufacturer narrative:
(B)(4). Batch #u5at50. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, after the first fire, the anvil bent on the device and they had trouble getting it back out of the trocar. The device was discarded and the case was completed with another device of the same product code there were no patient consequences reported

Manufacturer narrative:
(B)(4). Date sent: 8/21/2020. D4: batch #u5at58. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards without a reload present. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the device was clamped over an excess of tissue, causing the anvil to bend, and the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.